Event description:
The customer's parent reported via phone call that the insulin pump did not administer a bolus that the customer saw it was delivered at 12 o'clock. The insulin pump was acting strange. Customer's actual blood glucose level was not reported but they had a very high blood glucose. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.